Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert indicating charge time timeout was observed through remote transmission. Further testing was recommended. No further information is available at this time.